Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad unresponsive. The customer's blood glucose value was 160 mg/dl. Customer stated that insulin pump had no power and crack on the insulin pump. Customer stated insulin pump submerged into hot tub water. Customer was advised the insulin pump will need to be replaced and was advised to revert to a back-up plan. The insulin pump will be returned for analysis.